Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the reduction forceps with serrated jaw-ratchet 144mm (p/n: 399.99, lot number: a7ma52) was received at us cq. Upon visual inspection, it was observed that one of the serrated jaws was broken at its distal tip. No other issues were identified with the returned components of the device. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection was performed due to the post-manufacturing damage. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the as received condition of the reduction forceps with serrated jaw-ratchet 144mm (p/n: 399.99, lot number: a7ma52) showed a broken serrated jaw at the distal tip. No definitive root cause could be attributed to this allegation. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: part number: 398.40, lot number: a7ma52, manufacturing site: tuttlingen, release to warehouse date: 23-dec-2003. A review of the device history records is not possible, the DHR is no longer available due to the age of the instrument (17 years old). H6: customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the image provided. The image was reviewed, and the complaint condition could be confirmed as the cutting jaw was broken. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- part number: 399.99, lot number: a7ma52, manufacturing site: tuttlingen, release to warehouse date: week 52, 2003. A review of the device history records is not possible, the DHR is no longer available due to the age of the instrument (17 years old). The complaint device was not received for investigation. The following investigation is based on the image provided in the attachment(s) ¿image.jpg¿. The image was reviewed, and the complaint condition could be confirmed as the cutting jaw was broken. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during an unknown procedure, the tip of the reduction forceps with serrated jaw-ratchet was broken during reduction. It is unknown if the procedure was successfully completed. There was no surgical delay reported. The fragments of the broken device were generated. There was no patient consequence reported. This report is for one (1) reduction forceps with serrated jaw-ratchet 144mm. This is report 1 of 1 for complaint (B)(4).